Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had an error b30 reports that error code b30 (scope communication error). The issue occurred during set up. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation "b30 error" was confirmed. There was no image/display, and the connector (plug unit) was corroded. It was likely due to dust or dirt problem, degradation problem and stress problem. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.